Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump passed the delivery accuracy test. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she stopped using the insulin pump because it was not working. Customer's blood glucose level was 400 mg/dl. Usually in the morning her blood glucose level was 50 mg/dl or below. However, her blood glucose level went up after the doctor made arrangements to the settings. The customer was correcting her blood glucose level with manual injections. The customer tried to change the site and the battery but it did not resolve the issue. The customer was advised that the device would be replaced and agreed to return the product for analysis.